Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed plunger sensor test, exhibited a check clutch error, and a motor rate error. No patient injury was reported by the customer.

Manufacturer narrative:
Other, other text: it has been determined that complaint file cc-0195147 with a manufacturing report number of 3012307300-2023-05177 is no longer considered reportable. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard any reports associated with it.